Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners broke their tooth out of its socket. They were seen by their dentist after the tooth broke. This is a contraindicated patient for crowns and veneers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.